Event description:
A medtronic representative reported that during a cranial resection procedure the surgeon alleged the navigation system was approximately 2 millimeters inaccurate after going sterile. The medtronic representative reported the physician assistant was leaning on the reference frame. The surgeon opted not to re-register the patient and completed the procedure with the use of the navigation system, accounting for the inaccuracy. There was no impact on patient outcome.

Manufacturer narrative:
Per instructions for use for cranial procedures, "warning: do not bump or reposition the patient reference after registration because such movement will result in inaccurate navigation. If the patient reference moves in relation to the patient anatomy at any time after registration, you must reregister." Medtronic representative has spoken to the site about not leaning on the frame. Medtronic representative reported another procedure has been performed with this system without issue. On (B)(4)-2015, a medtronic representative performed a navigation system planned maintenance (pm), all areas passed.